Event description:
Customer's wife called to report a hospitalization. The customer was hospitalized due to an infection caused by wearing the sensor. Customer had to get a toe amputated. Customer's wife did not have time to elaborate on the circumstances. Advised to call the helpline to report this issue in detail and that it is open 24 hours a day. Customer's wife understood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.